Event description:
It was reported that a malfunction with the code malf 0 occurred on the customer's device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted the customer with resetting the device, and confirmed that the malfunction did not recur.